Manufacturer narrative:
Date of report: 06dec2018. Date rec'd by MFR: 05dec2018. Philip's field service engineer (fse) replaced the battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The unit was returned to service.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27nov2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported battery test failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.